Event description:
It was reported that insulin pump alarmed unexpected restart. Customer's blood glucose reading was 178 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test and restart error test. No restart error alarm was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)